Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-140- supplier manufacturing defect. Based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care. Customer returned the phone call and provide the physical address to send the replacement product.

Event description:
The customer is calling because the needles on the trueplus syringes are broken. I will send the customer a box of 100 syringes with 31g/1cc for investigation. No symptoms or medical attention reported at the time of the call.